Event description:
Used herb infused honey pot sanitary pads for overnight and experienced a burning sensation due to the menthol and other essential oils used on the pads. Horrible horribleness of an idea. Please have this product removed from the marketplace to stop others from experiencing this pain.